Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported the occurrence of a false susceptible clindamycin result (mic <= 0.25) for a streptococcus agalactiae in association with the vitek 2 ast-p586 test kit. The patient, a (B)(6)-year old female, was treated with clindamycin due to allergies to other drugs. Confirmatory testing via etest clindamycin strip obtained a result of clindamycin resistance (mic = 4), delay of two days. The modified result was reported to the treating physician and the patient treatment was modified to a different antibiotic (antibiotic name not provided by the customer). Due to the discrepancy between vitek 2 ast-p586 and etest, repeat testing via vitek 2 ast-p586 was performed and provided the same result (mic <= 0.25). The treating physician stated: the patient went home during clindamycin therapy, and the patient's health did not deteriorate during therapy. The patient remains home and has not been re-admitted to the hospital nor visited the external clinic. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
An internal biomerieux investigation was conducted. Investigational testing included the following: ·broth microdilution (bmd, the reference method for clindamycin cm01n development) obtained a result of mic =/>16 mg/l (resistant) ·vitek® 2 ast-p586 (customer lot and random lot): mic </=0.25mg/l susceptible on both lots. ·vitek® 2 ast-st01: mic >/=1 mg/l resistant. ·etest® cm: >256 mg/l resistant the investigation concluded the submitted strain exhibits atypical growth behavior for the vitek® 2 susceptibility testing method. Biomerieux confirmed the underestimation of the clindamycin mic on ast-p586 card comparing to the broth microdilution mic (</=6 dd), leading to an essential agreement error and a category very major error. Review of the complaint history file revealed that this is the only false susceptible complaint of this issue.